Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve, at the completion of the case when the 14f esheath plus was removed, it was noticed that the distal tip of the sheath appeared to have a small piece missing/damage. The sheath was viewed under x-ray and it was confirmed that the marker band was still present on the esheath. Angiogram was performed and there was no occlusion of the artery. No resistance was met while introducing the sheath and no patient harm or complications were experienced.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for distal tip torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While no details were provided about patient's access characteristics, a kink observed on the distal sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from preliminary evaluation of the returned device. The following sections of this report have been updated: b.4, b.5 g.3, g.6, h.2 and h.6 device code (corrected to 4008). The investigation is ongoing.

Event description:
Per preliminary evaluation of the returned device, the sheath distal tip was torn radially and axially. There was no material separation.